Manufacturer narrative:
A follow- up medwatch will be submitted when additional information becomes available

Event description:
It was reported that the self-test of the single pump is normal after starting, but the pump is stopped immediately after starting the speed (the speed will be out of control instantly) and displays err-s-stop. (B)(4).

Manufacturer narrative:
The reported failure was "err s-stop" message. According to the communication with the ssu on 2020-05-24 it was found that the motor control board is faulty. A new board was ordered and will be replaced after new board arrived. A motor control board with the reported failure was already investigated in complaint #(B)(4) and #(B)(4) with the following outcome: the device under test (dut) was visually inspected. No damaged or missing components were detected. The dut was assembled in an lce rpm test device. The device was powered by a hl20 machine with a power-supply-only extension cable. The service terminal was monitored. Upon startup, the pump head ran at maximum speed in the counter clock direction, an alarm was triggered and the error message ¿err. S-stop¿ was displayed. In the service terminal report the safety-stop test was registered as failed; therefore, the startup routine wasn¿t completed successfully. Control signals and the 24v voltage supply line deviated from the expected behavior. The transistor t1 was found to be defective and exchanged with a functioning one. The dut was tested again; the device completed startup routine successfully. The 24v voltage line and involved control signals behaved as expected. The cause of this damage can be related to a voltage transient or a statistical failure. Thus the reported failure could be confirmed. The most probable root cause of the described error is a defective power mosfet (transistor t1). The cause of this damage can be related to a voltage transient or a statistical failure the reported failure "err s-stop" did not happen during patient treatment. The hl20 in question was responsible for this complaint/event the occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopumonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint : #(B)(4).